Event description:
A micro-driver rx coronary stent system, length 18mm, diameter 2.75mm, was intended to treat a lesion in a pt. It was reported that the stent dislodged from the balloon in the catheter. A 6f jl 3.5 guide catheter was used in the procedure. It was reported that the stent dislodged after the physician "pushed the stent twice" inside the guide catheter and encountered resistance. The dislodged stent was removed. No pt injury occurred and no clinical sequelae have been reported. The stent delivery system and the dislodged stent were returned to medtronic for eval. The guide catheter used during the procedure was not available for return. A non-medtronic sheath and stylette were present over the balloon. The balloon folds were noted to be severely damaged. A clear liquid was present in the balloon and inflation lumen. The balloon was removed from the device and review of the inner member confirmed the presence of crimp impressions. The dislodged stent was stretched and deformed. Due to the stretching and damage noted to the dislodged stent, it was not possible to record accurate stent od measurements. No procedural images were returned for eval.

Manufacturer narrative:
(B)(4). Eval results, conclusions: dislodgement. Force used to advance device, contravening IFU.